Manufacturer narrative:
Correction report to being submitted as the patient was noted to have a history of ias with a previous device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock (ias) due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. The patient has previously received an ias due to t wave oversensing. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. The exercise and provocation maneuvers were performed. Myopotential noise oversensing was reproduced in the alternate and secondary vector, with low r wave amplitudes. The patient has been hospitalized as a result, and ts has provided further troubleshooting recommendations. This s-ICD remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report to being submitted as the patient was noted to have a history of ias with a previous device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock (ias) due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. The patient has previously received an ias due to t wave oversensing. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This s-ICD remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) provided an inappropriate shock (ias) due to suspected noise oversensing. The patient was cycling and leaning slightly over the handlebars when a shock was delivered due to suspected myopotential noise oversensing. The s-ICD was recently implanted and programmed in the primary vector. The patient has previously received an ias due to t wave oversensing. Technical services (ts) was contacted for troubleshooting assistance, and the patient is expected to undergo provocation maneuvers in clinic. This s-ICD remains in-service. No adverse patient effects were reported. Additional information was received. The exercise and provocation maneuvers were performed. Myopotential noise oversensing was reproduced in the alternate and secondary vector, with low r wave amplitudes. The patient has been hospitalized as a result, and ts has provided further troubleshooting recommendations. This s-ICD remains in-service at this time. No additional adverse patient effects were reported. Additional information was received. This s-ICD was subsequently explanted and replaced with an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction report to being submitted as the patient was noted to have a history of ias with a previous device.